Event description:
It was reported that the insulin cartridge leaked from the stopper side into the chamber with a reported blood glucose level of 401 mg/dl, consistent with a reservoir leak/seal issue. The issue was addressed through troubleshooting and education and resolved after the user changed supplies. Investigation of this case revealed a leak/splash associated with the reservoir component, and the cause was traced to component failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included a full supply change without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a reservoir seal leak due to component failure.